Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Power on reset (por) occurred on (B)(6) 2016.

Event description:
It was reported that during a patient follow up visit at the clinic it was noted that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por). The ICD remains in use. No patient complications have been reported as a result of this event.